Event description:
The salute fixation device is intended for fixation of prosthetic material. It was being prepared for use in a unilateral inguinal hernia repair in 2002 when the malfunction occurred. The hospital called onux to report the malfunction two days later. The device was deploying short constructs, described as almost complete coils. Approximately 13 short constructs were fired and the system was removed from the o.r. For return to onux. The instructions for use indicate to conduct a test fire of the instrument prior to insertion in the patient, and these instructions were followed. There was no patient harm. It was not until the salute was returned and evaluated that onux was aware that the tip had been broken during the pre-test. The break in the tip, if gone un-noticed would result in a straight wire deployment. The procedure was successfully completed with the hospital's other salute fixation device.